Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleting quickly and pump shut off. Tandem technical support (cts) reviewed pump history and it appeared pump battery depleted as expected based on the pump settings and usage. Customer acknowledged; however, requested pump data to be reviewed to confirm. Customer's blood glucose was 163 mg/dl. Although multiple attempts were made by cts to request pump upload, customer did not reply.